Event description:
The customer's spouse reported via phone call that they were unable to rewind the insulin pump. The spouse also reported a no delivery alarm occurred along with a off no power alert. Customer's blood glucose was unknown. The customer's spouse stated they did not receive a low battery alert prior to the off no power alert. Customer's spouse reported the insulin pump was dropped or bumped in the past. It was also found the customer had unattended alarms on their insulin pump. It was also found the spouse was able to rewind the insulin pump after changing the battery. The insulin pump also passed a displacement test and self-test during troubleshooting. Customer's spouse also reported a no delivery alarm occuring in the past that was resolved by a complete set change. It was also found the customer was currently hospitalized for a urinary tract infection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.